Event description:
It was reported that the right atrial and left ventricular leads were dislodged and thresholds were high/unstable/unmeasurable. The left ventricular lead also had muscle/nerve stimulation. Both leads were removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Further testing revealed proximal conductor was distorted, distal conductor had blood/body fluid (not obstructed), and there was apparent explant damage. (B)(4) no anomalies were found; full lead was returned for analysis. Further testing revealed blood in/on helix mechanism sleeve head, and blood in/on helix mechanism.